Event description:
It was reported to resmed that an astral device failed to charge its internal battery. The device was not in patient use when the reported event occurred.

Manufacturer narrative:
The device was returned to resmed for an evaluation. Visual inspection of the device revealed evidence of insect infestation. The device was deemed beyond repair and returned to the customer unrepaired. Resmed reference #: (B)(4).